Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred in the past. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or events was not provided.